Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery," ¿low battery,¿ ¿replace battery,¿ ¿replace battery now,¿ or "power loss" errors were noted during testing. Before performing the upload to determine pump error 25, the down keypad button suddenly stopped working. Did not note any signs of previous moisture presence on the boards and motor inside the unit. After swapping the boards into another case and then swapping a known good pcba2 onto pcba1, the keypad anomaly persisted and seems to be isolated to pcba1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer's blood glucose value was unknown. Customer did not receive a low battery alert prior to the replace battery alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert without a low battery warning. The device will be returned for analysis.